Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis. Therefore the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged a piece of the harmonic ace fell inside the patient and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused a piece of the harmonic ace to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted esophageal hernia procedure, a piece of the jaw from the harmonic ace curved shears insert fell inside the patient. The broken piece was retrieved during the same procedure. There was no report of patient harm, adverse outcome or injury.